Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use (IFU).

Event description:
It was reported that during lithotripsy procedure, adhesion and bladder spasms were experienced, these events were reported as not related to the device. The patient experienced urinary frequency after the procedure and before discharge. The patient was hospitalized as index procedure, no follow up was required for this patient.

Event description:
It was reported that during lithotripsy procedure, adhesion and bladder spasms were experienced, these events were reported as not related to the device. The patient experienced urinary frequency after the procedure and before discharge. The patient was hospitalized as index procedure, no follow up was required for this patient.

Manufacturer narrative:
Correction: block b5 has been updated with the correct type of event. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use (IFU).

Event description:
It was reported that during lithotripsy procedure, adhesion and bladder spasms were experienced, these events were reported as not related to the device. The patient experienced urinary retention after the procedure and before discharge. The patient was hospitalized as index procedure, no follow up was required for this patient.